Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op a revision surgery was performed to remove a sliver of the setscrew that came off.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the setscrew was damaged during insertion. No patient complications were reported.

Manufacturer narrative:
The submitted image of the set screw fragment is consistent with the thread crest/flank damage. Inconclusive; unable to determine root cause due to the limited information able to be derived from the submitted image. (B)(4).

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.